Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawers had failed, and device was not detected on the bus. Upon fse investigation it was found that the solenoid and other boards had burned out. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 10-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed and not detected on the bus. A field service engineer replaced multiple components on a drawer that was disconnected upon arrival with no lights. Replaced 151630-01 t-board, then 151622-01 for the lower drawer; solenoid and other boards burned out again. Customer informed that another field service engineer had already worked on the drawer, and a new one is on order. Call deferred until further information is received from the other field service engineer. Customers are currently loading meds into other available storage spaces in the station. Replaced the drawer 4 in main to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.